Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation performed on (B)(6), 2011. According to the complaint, after the procedure was complete and the balloon was deflated successfully, the exit marker became stuck in the endoscope making it difficult to remove the catheter from the scope. The endoscope was removed with the balloon, and the balloon was cut to remove it. The exit marker was noticed to be loose on the catheter. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.